Event description:
The customer reported a blank display that wasn't resolved by changing the battery. The customer also reported a blood glucose reading of 340 mg/dl. The customer stated that her healthcare professional advised her to go to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.